Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used in an anterior repair procedure on an unknown date. According to the complainant, the needle detached as it was being deployed through the sacrospinous ligament. The needle was found lodged in the capio device cage. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).